Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices continued: g156 crt-d implanted (B)(6) 2017. Product event summary: the medial portion of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was removed as part of a system extraction due to infection. No further patient complications have been reported as a result of this event.